Event description:
Additional information was provided that it was confirmed that this patient did not have an infection in his pacemaker pocket. The patient had some edema following the implant of the device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product is being considered for a system revision due to a possible infection or blood clot in the patient's pocket. There were no additional adverse effects reported.

Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.